Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the annuloplasty ring was explanted after an implant duration of approximately 4 years due to severe mitral regurgitation (mr), secondary to dehiscence. Per the discharge summary, the patient had been experiencing ongoing valvular heart disease. Transesophageal echocardiogram (tee) demonstrated normal left ventricular function but severe mr with mitral valve ring dehiscence along the posterior annulus. A left heart catheterization was also performed which showed significant 2 vessel disease and left main disease which would require bypass grafting. Based on these findings, the patient was scheduled for coronary artery bypass grafting as well as mitral valve repair. The ring was explanted and replaced with another edwards annuloplasty ring.

Manufacturer narrative:
(B)(4) mitral valve ring dehiscence. Device not returned. Dehiscence may occur early or late, and may be the result of inadequate surgical technique combined with friable myocardial tissue. Unfortunately, the explanted ring was not returned for analysis; therefore, the root cause of this event cannot be conclusively determined. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. No further actions are possible with the available information.